Event description:
It was reported that a surgery issue occurred when the lingual wall of the bone broke away during the drilling with the mguide. Attempts to stabilize with augmentation and membrane were without success.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Digital (guide) plannings are currently under investigation, product return is requested and will also be investigated after receipt. A follow-up report will be sent after the investigation is completed. Trend is tracked and monitored.